Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed uplink functional testing due to the cable being out of electrical specification. It was also noted that the lens was cracked and the label was missing the laminate backing. (B)(4).

Event description:
It was reported that the programmer would not interrogate implantable heart devices. Follow-up determined that the radiofrequency programmer head was changed out but the situation did not resolve. The programmer and radiofrequency (rf) head were returned for service. No patient complications have been reported as a result of this event.